Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced arrhythmia and mobitz ii heart block. It was further reported that the right ventricular (rv) lead exhibited dislodgement, high thresholds and non-capture post-operatively. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.